Event description:
It was reported following a percutaneous right coronary intervention (pci) where 3 taxus stents were placed, an 8f angio-seal sts plus was deployed. Arterial ooze was present after deployment so tension was placed on the suture while a foley catheter was placed in the pt. After cleansing the area again the suture was cut below the skin line with no significant ooze noted. The venous sheath was left in place and the pt was transferred to the cath lab holding area. The venous sheath was removed and the pt became hypotensive and vomited. Due to the pt's large abdomen it was uncertain if the pt's ooze was from the arterial or venous access. A femostop was applied at the groin at 40 mm/hg. Manual compression was attempted unsuccessfully due to pain from the pt. A CT scan was obtained and the femostop was repositioned more medially at 140mm/hg. An add'l 30 minutes of manual compression was applied over the venous site with the femostop in place. The pt's color returned and the blood pressure was reported to be in the 140 - 150s. The pressure on the femostop was gradually tapered down over several hours and was finally removed. The CT confirmed a retroperitoneal bleeding event with possible pseudoaneurysm. An ultrasound was scheduled to address the possibility of a pseudoaneurysm being present. The following day the pt was reported to be stable with the abdomen being sore. The pt received plavix and integrilin, doses unk, during the procedure. The integrilin was discontinued at the time of the CT scan.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the retroperitoneal bleeding event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.